Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm (B)(4), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t (B)(4), and 200-07-32 - advanced patella 32mm 3 peg implant (B)(4). Recall: z-0023-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur. The doctor used competitor's implants for the revision due to the recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It is reported via legal documentation approximately 34 months after a right total knee arthroplasty the patient underwent a revision surgery to address prosthesis wear, pain and swelling. A revision operative report was provided. Post operative diagnosis noted failed right total knee arthroplasty secondary to early polyethylene wear from a recalled polyethylene insert. It was noted that radiographs showed stable implants and on exam, the patient had good stability. Intra-operative findings noted synovitis with evidence of polyethylene debris, scar tissue around the patellar button. The surgeon noted that on gross inspection of the insert, there was no obvious wear, the femoral component was de-bonded from cement mantle. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the pain. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. Both the alleged femoral loosening and prosthesis wear could not be confirmed from the provided radiographs. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.